Event description:
Customer reported that, during a case, the ventilator screen blanked out. There was no reported patient injury. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial information in 2001. Receipt of additional information in 2002.